Event description:
It was reported to boston scientific corporation in 2006 that a hemostatic clipping device was used during a hemostasis- digestive haemorrhage in 2006. (Patient weight unknown) according to the complaint: -the clip couldn't be released -there was a problem of solidity between the sheath & the clip the case was completed with a different device. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that the clip assembly not deployed and located inside the over sheath approximately 1.5 inches from the distal end. The distal end of the over sheath was kinked and there were splits in the side. After exposing the clip assembly from the over sheath, it was noticed that the capsule bushing interface was separated. The clips were not locked in the capsule and the tension breaker was present and undeformed and attached to the yoke. The yoke was still attached to the control wire. A kink was also noticed in the coil. This complaint has been classified as root cause unable to be identified/defined.